Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the reporter called the patient as she was driving home from the grocery and noted the patient¿s speech was slurred. When she arrived home, she found the patient wet from diaphoresis and called emergency medical services (ems). She stated that because the patient¿s cgm displayed 167 or 187 mg/dl, the patient had been treating himself with insulin. Upon arrival, the paramedics performed a bg which was 33 mg/dl. The patient as treated with IV glucose and transported to the hospital. The patient was admitted for an unspecified amount of time, treated for hypoglycemia and an unspecified infection. Additionally, the patient has a history of kidney transplant and a recent hospitalization for prostate surgery and to rule out a lung infection. At the time of report, the patient had recovered and was out of the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.ing the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.